Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6451382). The subject device was returned with the complaint condition stating: as received condition: the device shows abraded color on both flanks of the body sleeve, tip section and recess. The blade we have received in a looked condition. The device passed successfully the performed functional test; the reported problem could not be reproduced. The blade could be locked and unlocked as foreseen. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot l255245 was manufactured in january 2017 in a quantity of (B)(4) parts and we are not aware of any quality issues associated with this article and lot number. Diameter ø10.3mm +/-0.05mm was measured based on drawing. Result: ø10.31mm passed the specifications. Measuring device: micrometer. Regarding the used material I do refer on to the work order where the blade and its components got assembled and no deviations were noted which led to the conclusion that the right material must have been used trough out manufacturing. Over all slight marks of use were detected but otherwise the performed functional test passed and no manufacturing related deviation was found. To prevent such problems, it is necessary to operate according to the technique guide. The device passed successfully the performed functional test; the reported problem could not be reproduced. The blade could be locked and unlocked as foreseen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: 04.027.051s / l255245. Manufacturing location: (B)(4). Manufacturing date: 13.jan.2017 expiry date: 01.jan.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the femoral trochanteric fracture. During the procedure, the surgeon was unable to lock the pfna (proximal femoral nail antirotational) blade. Even though the surgeon tried to lock the blade multiple times, he was not able to do so. Therefore, the surgeon removed the blade, and the surgery was completed by using another size of the blade (75 mm). According to the surgeon¿s opinion, attachment of the blade to the inserter by a new scrub nurse might not have been sufficient. The scrub nurse might not be aware that the connecting screw driver for the pfna blade was available. The surgery was extended for 20 minutes. Procedure was successfully completed. No adverse consequence to the patient was reported. This complaint involves 1 part. Concomitant devices: 1x unk pfna nail 1x unk 75 mm pfna blade 1x unk connecting screw driver this report is 1 of 1 for com-(B)(4).